Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed the static image occurred, which was likely attributed to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that gastrointestinal videoscope exhibited a display issue when connected during inspection for use. Upon plugging in the scope, the monitor displayed static/snow on the screen. There were no reports of patient involvement.